Manufacturer narrative:
No further info is expected for this specific event and the case is considered closed.

Event description:
Customer complains about membrane broken during the first use. Blood flow rate: 100ml/min. Tmp: 50mmhg. Machine: ak 200s. The patient suffered no harm. No medical intervention was needed.